Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted, and 315 samples were taken from the current production (material number 00003-14 lot # 3024109) at the manufacturing facility. The samples were visually inspected, and issue reported "leak - device leak - cuff" was not observed. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "crna lead ((B)(6) crna) reported 5 of the 7.5 ett's experiencing leaking cuffs when testing them prior to insertion into a patient". No patient involvement reported. It was reported that the device was replaced before use on patient.